Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The lesion in the calcified and tortuous right coronary artery was predilated with a 2.5mm maverick balloon. The physician placed 2 stents distally and was attempting to place the third stent, a taxus express2 3.5x20mm drug eluting stent, proximal to the first two stents. The stent balloon was inflated for 30 seconds before the physician attempted to deflate the balloon. The physician waited about 30 seconds before trying to remove the balloon from the stent. He experienced a lot of resistance and was having difficulty deflating the balloon. He tried to reinflate the balloon to 6 atm's and deflate again. He tried this multiple times. The balloon was stuck to the stent and had partially deflated. After about two minutes, the physician was able to pull the stent delivery system out and found the balloon to be severely damaged, however the stent was successfully placed. Upon inspection of the balloon, they saw that there was no consistency to how the balloon was re-wrapped and it may have still had contrast inside it. The pt was asymptomatic during this event. No pt complications occurred. Pt status is satisfactory.